Manufacturer narrative:
Received 1 used silicone catheter. The reported event was confirmed as manufacturing related. During the visual inspection noted a cut below the bifurcation on the inflation lumen. Per the functional evaluation, the catheter balloon was attempted to be inflated with 10 cc of a mix of tap water and blue methylene, using a syringe. The water leak was found at the shaft, below of the bifurcation area on the inflation lumen at a 0.50¿ from the bifurcation area. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that during the pretest the device leaked. The catheter was not used. Per sample evaluation, the visual inspection noted a crack on the shaft.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the pretest the device leaked. The catheter was not used. Per sample evaluation, the visual inspection noted a crack on the shaft.